Event description:
On (B)(6) 2009, the pt reported that when she removed the insulin cartridge from her infusion device, the bottom of the cartridge remained attached to the piston rod and about 10 units of insulin spilled into the chamber. She stated she dried the chamber with a cotton swab. She stated she was able to detach the plunger from the piston rod prior to making the report. She said her device is displaying "please remove the cartridge" and she requested assistance with how to proceed. The pt was educated on how to proceed with completing the "change cartridge" process. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was not requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.